Event description:
Subsequent to receipt of the field safety notice, the site reported the following: the veris system was being used to monitor a pt who had received an oral sedation medication. The customer stated that the monitor stopped working prior to intravenous sedation initiation. The attending physician chose to stop the procedure and reschedule the pt. There was no injury or adverse event reported.

Manufacturer narrative:
On (B)(6) 2013, bayer healthcare distributed a field safety notice recalling main boards with part number # 301641 that were installed in some medrad veris mr vital signs monitors. These main boards are being recalled due to the potential for unexpected shutdown of the system while in use.